Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
During verification testing at the service center, the device did not deliver a dose when the pt pendant was pressed.